Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: based on the provided information, it was not possible to determine the root cause of the reported advancement difficulty. The reporter states that the access vessel was 9-9.5mm with slight calcification and the descending aorta was slightly calcified. This can likely contribute to the reported advancement difficulty. No evidence was found suggesting that the device was manufactured outside of specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a male patient suspected to have impending rupture of the aneurysm of the descending aorta underwent repair urgently using zteg-2p-38-202-pf. The access vessel was 9-9.5 mm with slight calcification and the descending aorta was slightly calcified. The user inserted the delivery system from the left but it would not advance to the target site because its tip got caught in the calcified part in the thoracic region. He tried everything to pass it including changing the wire guide to a softer aus type, but the situation didn't change. Using pull-through technique was suggested by the sales rep but the user determined that further manipulation of wire guide would be high risk because there were thrombus in the aorta arch region. So he replaced it with a product from another company. The tip of the delivery system got caught slightly at the same calcified part in the thoracic region, but it could advance to the target site. The stent graft was placed successfully and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.